Event description:
Pt underwent bariatric surgery-a laparoscopic roux-n-y procedure. 2 days later-pt went back to or for possible leak repair. A leak was found and repaired. Pt condition continued to worsen with increased blood sugars, acute respiratory failure and acute renal failure. 4 days later pt transferred to another facility for possible hemodialysis. As of 9/5/02 pt remains in hospital on ventilator.